Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the device exhibited extended charge time. The device was explanted. The patient was doing fine post procedure.